Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure for a stricture at the bulb/upper duodenal genu, performed on (B) (6) 2007. According to the complainant, 263 days post stent placement, the patient experienced gastic outlet obstruction as evidenced by vomiting. Endoscopy revealed ingrowth and overgrowth of the stent. The patient was treated with a second wallflex enteral duodenal stent, and a biliary stent was also placed to aid in drainage. The patient recovered from the event, and exited the study.

Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.